Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not make a correct calculation based on the information entered. The customer stated the correction bolus was incorrect. The customer stated they entered the carbohydrate values correctly. The customer believed the bolus wizard was requesting too much for treatment. Troubleshooting was performed and the pump passed a self-test. Blood glucose reading was 195 mg/dl at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify possible over/under delivery due to motor error alarm. Motor passed motor test.